Manufacturer narrative:
A device history record (DHR) review was performed for part #314.23, synthes lot #4241263: release to warehouse date: 25-apr-2001, expiration date: n/a, supplier: (B)(4) material record review (mrr) was generated for f5 parts with gauge pin not passing through. During production. The parts were scrapped. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during (orif /sij) sacroiliac joints revision on (B)(6) 2017, while implanting a screw the tip of the cannulated screwdriver shaft snapped off. There was a fifteen (15) minute surgical delay while attempting to retrieve the fragments then trying to get the screw down to the bone. Some fragments may still remain in the patient, while most were retrieved through suction. The reason for revision is due to concern that nerve wrapped into the si joint. Two partially threaded 7.3 screws were being removed and replaced with two fully threaded 7.3 screws. The patient is reported as having had previous multiple spinal surgeries. The procedure was reported as being successful and patient is stable. Concomitant devices reported: 7.3mm screw (part number unknown, lot number unknown, quantity 1) this report is for one (1) cannulated 4.0mm hexagonal screwdriver shaft this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during this investigation. The complaint condition cannot be replicated due to broken device. The device was returned and reported to have broken during surgery. This condition is confirmed; the distal tip of the driver shaft is missing. Approximately five millimeters of the tip is missing. The balance of the returned device is in fairly worn condition with markings and signs of wear along its length. The 314.23 cannulated hexagonal screwdriver is an instrument routinely used in the 6.5mm and 7.3mm cannulated screws system as per the technique guide. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It was found that changes were made in the raw material that increased the yield torque of the device. Devices manufactured after the change were more prone to strip rather than shear or break. The dimensions of the missing tip could not be verified hence diameter of the shaft region immediately behind the tip was measured and was found to be within specification. Diameter measured at 5.67mm (spec: 5.7mm +0/-0.1). All measurements have been performed by calipers (B)(4). It is likely that over 16 years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. It is likely that over sixteen years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Device history records review was completed for part# 314.23, lot# 4241263. Supplier: (B)(6), release to warehouse date: apr 25, 2001. Material record review (mrr) was generated for 5 parts with gauge pin not passing through during production. The parts were scrapped. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.